Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Healthcare professional states the patient has an abbvie peg tube in place, operating as a direct pej device, off-label use. On (B)(6) 2025, the patient was hospitalized for stoma site infection. Culture swab was positive for skin flora coliforms; positive polymorphs, positive gram positive cocci, positive gram negative bacilli, and positive yeast cells. The patient received unknown treatment during hospitalization and was discharged on (B)(6) 2025. The device remains implanted.